Event description:
It was reported that post-op of an anterior corpectomy procedure the during an MRI it showed the surgiflow (corrected to surgiflo¿) was "creeping around" causing stenosis. Patient was brought back to or to scrape out the surgiflow (corrected to surgiflo¿). Patient is now doing fine. The surgeon removed the surgiflo during the 2nd procedure. Follow-up information: surgiflo was used to control bleeding in an anterior corpectomy. Surgiflo was used for adjunctive hemostasis. It is unknown whether excess surgiflo was removed.

Event description:
It was reported that post-op of an anterior corpectomy procedure the during an MRI it showed the surgiflow (corrected to surgiflo¿) was "creeping around" causing stenosis. Patient was brought back to or to scrape out the surgiflow (corrected to surgiflo¿). Patient is now doing fine. The surgeon removed the surgiflo during the 2nd procedure.